Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine enlargement ("the uterus looks large") and arthralgia ("hip pain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, uterine enlargement and arthralgia outcome was unknown. The reporter considered arthralgia, medical device removal and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine enlargement, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: event hip pain, reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine enlargement ("the uterus looks large"), pain in hip ("hip pain"), osteoarthritis ("osteoarthritis"), depressed mood ("pisssed annoyed and sad"), irritability ("pissed annoyed and sad"), joint stiffness ("knees stiff"), rheumatoid arthritis ("arthritis rheumatoid"), anxiety ("I feel anxiety"), dyspareunia ("pain when have sex"), adnexa uteri pain ("ovaries hurting"), allergy to metals ("metal allergy"), joint pain ("joint pain"), swelling ("swollen") and feeling abnormal ("brain fog "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, uterine enlargement, pain in hip, osteoarthritis, depressed mood, irritability, joint stiffness, rheumatoid arthritis, dyspareunia, adnexa uteri pain, allergy to metals, joint pain and swelling outcome was unknown and the feeling abnormal had resolved. The reporter considered adnexa uteri pain, allergy to metals, anxiety, depressed mood, dyspareunia, feeling abnormal, irritability, joint stiffness, medical device removal, osteoarthritis, pain in hip, rheumatoid arthritis, swelling, uterine enlargement and joint pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine enlargement, medical device removal, hip pain, osteoarthritis, feeling sad, feeling irritated, stiff knees, arthritis rheumatoid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received event knees stiff , feeling annoyed , sad,osteoarthritis and reporter added. On 23-mar-2020: social media received: reporter information added. On 23-mar-2020: social media received: reporter information added , event arthritis rheumatoid added. On 23-mar-2020: new event anxiety was added. On 23-mar-2020: social media received. Event added- metal allergy, joint pain, swollen, brain fog gone. Reporter information were added. On 23-mar-2020: social media received. Event added- pain when have sex, ovaries hurting. Reporter information were added. On 23-mar-2020: social media received. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine enlargement ("the uterus looks large"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal and uterine enlargement outcome was unknown. The reporter considered medical device removal and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine enlargement, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporter information added. Case became incident. Events: congratulations on becoming e-free added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.